Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. There were no issues or returns noted at the manufacturing origin with this lot or model number. The description of the issue is not clear enough to draw any conclusion. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the bag would not allow urine to flow in through the anti-reflux device. The patient's condition was reported as fine.